Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the display on the insulin pump was blank. Customer put in a new battery and it did not work. Customer's blood glucose was 206 mg/dl. The possible causes of a blank display were explained to the customer. The device was not dropped or bumped. The device was exposed to moisture, water. Customer jumped into the pool. The device alarmed button error for a couple of days. The display went blank immediately after jumping in the pool. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.